Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was unable to perform exposure. Upon further inspection, the fse suspected that the foot pedal is jammed intermittently. Fse replaced the wired footswitch. After replacing the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was unable to perform exposure. The device was in clinical use at the time of the event. There was no reported patient or user harm. The philips field service engineer (fse) replaced the footswitch and the device was returned to use in good working order.